Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he broke a sensor earlier in the day of the call. The customer also reported receiving sensor errors. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.